Event description:
It was reported that when the asymptomatic patient presented for follow-up, post-sensed t-wave oversensing was observed on the ventricular channel. The patient later received inappropriate shock for atrial fibrillation. Fluoro showed the lead dislodged into the atrium. Twiddler syndrome was also noted. The lead was explanted and replaced. The patient condition was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.